Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's ipg was too deep to charge. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected.